Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was a thrombus and myocardial infarction. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and a closure device was implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient had their 45 day follow up appointment and at that time they were taken off their blood thinner medication. On (B)(6) 2021 it was reported that the patient had a device related thrombus that caused the patient to have a myocardial infarction.